Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract procedure there was low aspiration during the irrigation and aspiration mode. The procedure was completed without product replacement. There was no harm to the patient. The product sample was retained. No additional information is expected. This is one of two occurrences.

Manufacturer narrative:
A review of the device history record review indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. No leakage was observed on the blue luer connection and the sample was able to reach maximum vacuum with no issues. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).